Manufacturer narrative:
The reported event of pacing problem/output anomaly was not confirmed. The device was received, with battery voltage at elective replacement indicator (eri) level. Electrical and mechanical analysis performed, indicated normal functionality. Further evaluation of the output waveform found all pacing parameters within normal range. And no output anomaly detected. Additionally, visual inspection of the header and connector did not find any contamination or foreign material that could contribute to the reported event. Longevity assessment was performed. And the device exceeded projected longevity, indicating normal battery depletion.

Event description:
It was reported that the patient went into vf during generator change and may have been due to the device when the pocket was being cauterized. The device was explanted and replaced. The patient was in stable condition.